Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager was not beeping and refrigerator failed to open. A field service engineer (fse) replaced latch smart remote manager to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had refrigerator failed to open when attempted to recover failed storage space. The pyxis device indicated the fridge as a failed storage space. When recovery was attempted, the fridge did not physically open. The pyxis screen displayed ¿please pull open the door or drawer,¿ but the remote manager did not beep, and the fridge did not unlock. User used the physical key to manually open the fridge; however, when attempting recovery with the door already open, the pyxis screen displayed ¿clear obstructions, then close the drawer or door.¿ after closing the door, the message persisted despite repeatedly opening and closing the door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.